Manufacturer narrative:
On 11-mar-2026, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction procedure with a thermocool smarttouch sf. The medical team began by mapping the right ventricular outflow tract with an optrell catheter and then continued that mapping process with the thermocool smarttouch sf. At this point, after introducing the stsf into the right ventricular, the medical team noticed blood coming back into the line. No ablation had been performed. The operator withdrew the catheter from the patient and asked for a fast flush from the pump. It was noticed at this point, that the medical team could not irrigate the catheter properly. It was blocked. The operator then took a syringe to test the irrigation line without the pump, but again, the catheter would not irrigate at all. No issues were noted with the flow rate change at the start of the procedure. The correct catheter settings were selected on the generator. As such, the team had no choice but to change the catheter. There was a 10-minute delay. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed and the device was found totally occluded. Further investigation revealed a white material occluding the irrigation holes in the dome section. Due to this condition a fourier transform infrared spectroscopy (ftir) analysis was requested and it was concluded that the material was mainly composed by blood residues and saline solution used in medical procedures. This failure could be related to the blood coming back into the line causing the leakage as well. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The irrigation issues were confirmed as the occlusion observed could be related to the reported event. The potential cause of the occlusion could be related to the usage of the device during the procedure; however, this can no be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction procedure with a thermocool smarttouch sf. The medical team began by mapping the right ventricular outflow tract with an optrell catheter and then continued that mapping process with the thermocool smarttouch sf. At this point, after introducing the stsf into the right ventricular, the medical team noticed blood coming back into the line. No ablation had been performed. The operator withdrew the catheter from the patient and asked for a fast flush from the pump. It was noticed at this point, that the medical team could not irrigate the catheter properly. It was blocked. The operator then took a syringe to test the irrigation line without the pump, but again, the catheter would not irrigate at all. No issues were noted with the flow rate change at the start of the procedure. The correct catheter settings were selected on the generator. As such, the team had no choice but to change the catheter. There was a 10-minute delay. The procedure continued. No patient consequences were reported.